Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced infection at the insertion site event on (B)(6) 2025. The patient was hospitalized for less than twenty-four hours. No further information available.

Manufacturer narrative:
Medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2025-00657), submitted on 09 apr 2025. However, based on the reassessment on 12 feb 2026, it was found that complaint (B)(4) and (B)(4) belong to same patient. Therefore, complaint (B)(4) is retracted and confirmed as cancelled (duplicate). Due to this, the case has now been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR.

Event description:
To date no additional patient or event details have been received.